Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient had to visit the emergency room because of an infection caused by the adhesive while using the pod. They did not specify if the infection was caused by the adhesive of the pod or the adhesive of the overlay patch. No more information was obtained.